Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that boluses were missing from the history and that it happened 4 times. The customer's blood glucose level was 3.6 mmol/l. The customer requested a replacement device and agreed to return the product back for analysis.

Manufacturer narrative:
Multiple boluses were delivered and recorded in the daily totals. No bolus anomalies were noted. The pump had broken battery tube threads.